Manufacturer narrative:
A complaint investigation was conducted for the architect c4000, serial number (B)(6) to address the customer¿s observation of falsely elevated results. The customer inspected the instrument and determined the cc cuv dry tip the cause of the result issue. To resolve the issue the part was replaced, and the issue was resolved. No additional discrepant results were reported since the part was replaced. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends regarding the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for a 25-year-old female patient. The following data was provided (normal range 1.6 - 2.6 mg/dl): sid (B)(6) 2026 resulted 8.0 repeated 1.8, 1.9 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for a 25-year-old female patient. The following data was provided (normal range 1.6 - 2.6 mg/dl): sid (B)(6) (B)(6) 2026 resulted 8.0 repeated 1.8, 1.9 mg/dl no impact to patient management was reported.